Event description:
Nxstage received a user facility medwatch report on 08/17/07 reporting that during 2007, "home dialysis patients using nxstage machines, have experienced the leak of dialysate fluid during treatment.". The report further indicated that intervention was required to prevent permanent impairment/damage. Followup with the facility determined that in fact, no adverse events had been reported from patients at this facility as a result of fluid leaks, and that, the user facility medwatch report was in error in this regard.

Manufacturer narrative:
No patient injury occurred. Investigation of similar reports concluded that the dialysate leaks were most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. The user's guide alerts operators of the potential for leaks and instructs operators of the need to observe for leaks. System labeling further instructs users to terminate treatment and rinseback blood if a leak occurs. A blood loss should not occur if device labeling is followed. Facility staff has been notified of the event and provided additional training to the operator. Nxstage medical considers this report closed. Nxstage medical considers this report closed. No additional info will be provided.